Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that they are doing a PICC, the dilator sheath was observed defective, has a slit on the end and bumps on the shaft, preventing the dilator to smoothly penetrate thru the tissue and vein to access. Minimal temporary patient harm. No other information was provided.